Manufacturer narrative:
The investigation into the reported thrombus has been completed since the original report was filed. No product was returned. As per clinical lv thrombus observed in patient, but no thrombus was found on pump. The cause of the thrombus issue was most likely patient condition related due to lv thrombus observed in patient per clinical review.

Event description:
The user facility reported that a 52-year-old male patient implanted with the impella 5.5 for mechanical circulatory support developed thrombus. The patient was still intubated and sedated and had previously experienced multiple episodes of pulseless electrical activity (pea), where he self-converted. Heparin was in the purge for treatment of left ventricular (lv) thrombus. No further information was provided.

Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was not received from the customer and therefore,an evaluation of the device was not possible. Based on the available information a root cause to the reported event could not be determined. Should additional information be received, this investigation will be updated accordingly. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.